Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician prepared for ligation to control bleeding. The device was successfully delivered through the endoscope and reached the lesion site without issue. The first four bands were released smoothly. However, during the release of the fifth band, deployment unsuccessful. As a result, the physician withdrew the endoscope. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was observed that the ligator housing was returned with five bands attached, two of which were overlapping and damaged. The teeth were found to be bent, and the handle showed marks indicating that a trip wire had been secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This issue may be associated with the technique used by the physician or the manner in which the device was handled during band deployment. It is possible that the positioning of the device or anatomical tortuosity during the procedure affected the functionality of the handle, making band deployment more difficult. The damage observed on the ligator housing teeth suggests that excessive force may have been applied, potentially during insertion or manipulation of the device. This could have resulted in the bending of the teeth and compromised the handle's performance. Additionally, the marks on the handle indicate that a trip wire had been secured, which may have further influenced the device's behavior during use. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician prepared for ligation to control bleeding. The device was successfully delivered through the endoscope and reached the lesion site without issue. The first four bands were released smoothly. However, during the release of the fifth band, deployment unsuccessful. As a result, the physician withdrew the endoscope. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.